Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Additional devices listed in this event: catalog: 0580-1-444 description: exeter v40 stem 44mm no 4 g6114130, catalog: 09390116 description: exeter 2.5 I m plug 16mm l8433 , catalog: 6260-5-232 description: 32mm +4 v40 taper vit head 61747905. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
The customer reported that the patient who had been implanted with stryker devices developed an infection and has queried whether there have been any sterility or other issues with the reported lots that might explain the patient infection.

Event description:
The customer reported that the patient who had been implanted with stryker devices developed an infection and has queried whether there have been any sterility or other issues with the reported lots that might explain the patient infection.

Manufacturer narrative:
An event regarding infection involving an exeter shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed as no medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened.